Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on hook and current flow was not detected across the cautery hook. There is not obvious damage to the conductor wire(s). The instrument was disassembled, and the conductor wire break was isolated to the distal end. Upon disassembly, the conductor wire was found to be broken inside the yaw pulley at the crimp. Thermal damage at the location of the break was also observed to the insulation and wire itself. The complaint was confirmed by failure analysis. The probable root cause of the damaged conductor wire is primarily attributed to component failure. Conductor wire management issues can result in damage to the wire itself, weld, and insulation. Damage can also occur during reprocessing or cleaning as the tip range of motion (rom) is not restricted, which could lead to conductor wire dislodgement and pinching. The probable root cause of thermal damage is primarily attributed to device design. Conductor wire management issues can result in damage to the conductor wire, which may allow a possible arc path during air firing. Clinical use of monopolar energy can also result in thermal damage if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument stopped cauterizing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no arcing. The instrument stopped working. There was no injury to the patient.